Manufacturer narrative:
Concomitant products: product ID: 8703w, serial#: (B)(4), implanted: (B)(6) 1998, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 28-jul-1999, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implantable pump. Per the patient the dose and concentration of the medication was 11.005 continuous with 4 boluses a day with each bolus 1mg per bolus total amount of 15.005mg amount. The indication for use was spinal pain. The patient reported that the ptm (personal therapy manager) was showing the requested bolus has been delivered and per the reports on the ptm the requested bolus delivered. Per the patient the pump records are showing the pump has not received a bolus request and that no bolus delivered. The patient stated he went to see the surgeon and the surgeon interrogated the pump today and told the patient that no bolus's were requested or delivered. The surgeon interrogated his pump and was looking to see if the patient has a granuloma and is checking the catheter. The patient stated that "since last month" he does not feel that he is getting any pain relief when he bolus's. The new managing physician just filled the pump and the patient states he gets the pump filled every 36 days and he requests a bolus 4x a day and was still not getting relief when he requests a bolus. The pump is going to be filled on (B)(6) 2021 and is set to alarm on (B)(6) 2021 and the patient stated if he was getting the bolus, the pump alarm date should be 6-(B)(6) 2021 if he was getting all the bolus but since he has not been getting the bolus's the date is out more. The patient was redirected to their healthcare provider to further address the issue.